Manufacturer narrative:
Concomitant medical products: product ID 3387-28, lot# 0207708402, product type: lead. Product ID 3387-28, lot# 0 207380121, product type: lead. Product ID 3708660, serial# (B)(4), product type: extension. Product ID 3708660, serial# (B)(4), product type: extension. (B)(4).

Event description:
A health care provider (hcp) reported the patient felt that the implantable neurostimulator (ins) was not functioning properly and they were not obtaining relief since implant. The issues were getting worse. The patient had experienced a shocking and jolting sensation in terms of the patient feeling the ins turn on and off. The patient felt the ins was not doing what it should be and they had issues recharging. The patient complained that recharger took 6-7 hours on average and the ins could be discharged again a few hours later. On occasion, the ins had turned off by itself even when full charged. The ins was programmed to 6v, 120 hz, and 450 usec on both leads. Based on the recharge statistics from the ins, of the patient's last six recharging sessions the longest recharge session was three hours and 23 minutes on (B)(6) 2015. There had also been issues with impedance readings being out of range. The patient's health care provider (hcp) stated that whenever they did an impedance measurement, there were impedances out of range on the left side on different occasions. Recently, when the hcp had palpated the header of the ins, impedances were measured to be wi thin range. Impedances were tested by a manufacturing representative at several different voltage intervals on (B)(6) 2015. Electrode combination c-8 was measured to be 3460 ohms and 9-10 was measured to be 127 ohms. The ins did appear to be quite mobile within the pocket. On palpation, the patient had recoiled on one event, but it was unknown if this was due to local surgical site discomfort or a jolting sensation. No intervention had been taken since the patient wanted to leave the ins off for now. The issue was not resolved at the time of this report. No surgical intervention occurred and it was unknown if surgical intervention as planned. The patient's medical history includes pain of unknown origin.